Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false positive result for donor retype proficiency testing with abd/rev gel card lot# 072117037-05 for rh testing. Issue started on: (B)(6) 2017 (test date). Sample was tested in duplicate. Sample ID: proficiency donor red cells. Methodology used: manual bench. Customer states that med tech did not sample donor cells right out of bottle, they spun the cells to pack button, made dilution as they would a normal patient with mts diluent. Pattern observed: false positive with 1+ grade. Customer reports that rh d-well result should have been negative. Test repeated: yes. Result obtained by repeating: 1+. Method used to repeat: manual bench. Customer states that 9% of survey customers failed the sample test. Customer states that donor was rr phenotype. Qc for all reagents was deemed acceptable. Customer states that he did not resuspend cells in appropriate mts diluent when donor red cells were tested. Tsc discussed possible sample related issues that could result in false positive. Customer understands, would like incident to be documented. Tsc will document complaint, tsc will provide verbal follow up if investigation yields any findings. Correction also to be made, donor sample provided by (B)(6), sample # (B)(6).